Manufacturer narrative:
(B)(4). Batch # t92z66. Additional information was requested, and the following was obtained: what is the current patient status? It¿s unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? It¿s unknown device analysis: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a gen11. During functional testing on gen11 an alert screen was displayed, and noises were heard inside the shrouds. The device was disassembled to inspect the internal components and it was found the blade and transducer were not properly assembled, this renders in the device to be not functional. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Our manufacturing process has been identified to be the possible cause of the blade and transducer are not being properly assembled causing the device to not be functional. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, error message was repeated. There were no patient consequences.